Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary number the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Interference noise: there were ventricular short interval counts (sic) of 2482 in 22.9 days between (B)(6) 2012 and (B)(6) 2013. Programmer data shoes a patient alert for lead failure predictor along with out of tolerance sub threshold lead impedance on (B)(6) 2012. High impedance: a patient alert for out of tolerance sub threshold lead impedance on 2012-10-02. The weekly pace lead trend data showed an increase of maximum right ventricular (rv) pacing of 880-3344 ohms peak between (B)(6) 2012 and (B)(6) 2013. Oversensing: ventricular non-sustained tachycardia of less than or equal to 210 ms between (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance on both high voltage conductors with noise on the rv pace/sense conductor. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.